Event description:
The nurse of a (B) (6) male pt contacted lifecor customer support to report that there are bent and broken pins in the electrode belt connector. He stated that he believes there may be a pin lodged into the monitor. Support sent a pt services rep (psr) to the pt to replace the electrode belt and monitor.

Manufacturer narrative:
Monitor (B) (4); electrode belt (B) (4). Device eval summary: device evals of monitor (B) (4) and electrode belt (B) (4) have been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. Also, one pin was missing. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The monitor had the missing pin stuck in the connector. The monitor was repaired, retested and restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt and monitor.